Event description:
It was reported that the physician's hand held screen froze during an attempt to interrogate a vns patient's generator. Attempts to obtain the troubleshooting that was performed have been unsuccessful to date. The physician elected not to return the hand held; therefore, the product will not be analyzed.